Event description:
Additional information received reported that the event resolved without sequelae on (B)(6) 2013. Etiology noted a pre-existing condition, worsening or exacerbation. It was possibly related to the device or therapy and not related to the implant procedure.

Event description:
Additional information received reported that the event was not due to programming. It was noted that the final programming date was (B)(6) 201123. It was noted that the event was possibly related to the device or therapy and it was not related to the implant procedure.

Event description:
It was reported that stimulation system "no longer controlled the patient's pain. It was stated that the patient did not tolerate higher levels of stimulation. It was noted that there was a loss of pain relief. There were no diagnostic methods. It was noted that this event was "possibly" related to the device or therapy.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial #(B)(4)) found that it was functionally okay and that there were insignificant anomalies. Analysis of the lead found that the proximal end conductor was broken. Analysis of the other lead found that the distal end weld was broken. The #8 conductor was broken near the #8 weld site. The #15 conductor was broken at the #15 electrode weld site. The #3 conductor was lifted at the #3 electrode weld site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the system had no longer controlled the patients pain, and the patient did not tolerate higher levels of stimulation. Due to this, system and components were explanted on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 3708120, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708240, serial #(B)(4), implanted: (B)(6) 2011, product type extension; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3778-60, lot # unknown, product type lead; product ID 3550-39, product type accessory; product ID 3487a, lot # unknown, product type lead; product ID 3888, lot # unknown, product type lead; product ID 3550-39, product type accessory; product ID 3550-39, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete